Event description:
Pt came to hospital because vascular port not working. Fluoroscopy showed catheter broken at the level of the clavicle. Piece of catheter in right ventricle. Port and segment removed from pt.